Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25x23mm xience alpine stent delivery system (sds) advanced to the left main coronary artery and the shaft bent. There was no unusual resistance noted. During device removal, resistance was met with a large calcium plaque in the proximal left anterior descending (lad) coronary artery lesion and the stent dislodged from the balloon. Snare successfully removed the dislodged stent. There was no clinically significant delay and there were no adverse patient effects. There was no additional information provided.